Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 610 mg/dl. The current blood glucose reading is 121 mg/dl. Customer experienced body aches, very slow in responses, impaired speech and confusion. Customer was treated with fluids. During troubleshooting, time and date are correct. Programming correct. Manual prime correct, insulin did exit the tubing. Nothing further reported.